Event description:
Pt with t-cell lymphoma had an attempted radial radial arterial line placed resulting in retention of a fragment of the guide wire. Risk of removal of the retained foreign object outweighs the risk of leaving it in due to pt's condition.